Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the effluent line of two (2) unspecified types of prismaflex sets were observed to be kinked and leaked during continuous renal replacement therapy. The extracorporeal blood was returned to the patient, and the sets were replaced to continue treatment. There was no report of patient injury or medical intervention associated with this event. No additional information was provided.